Event description:
It was reported the high flow insufflation unit was not able to keep the air pressure stable during . The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, device evaluation found that the front panel powered off. Based on the results of the investigation, and since the pressure issues was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the front panel powering off occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.